Event description:
It was reported that in 2007, the morning after insertion of the catheter, discoid atelectasis was observed at the right middle lobe on the chest radiography. In the evening on the same day, the right middle lobe was observed to be in an oval shape and enlarged. A large amount of waste fluid, which appeared to be blood serum, was observed from the thoracostomy tube and the sao2 value dropped. It was further reported that the doctor decided to open the chest and found that the lung and the pulmonary artery were bleeding. The doctor stopped the bleeding. The patient was discharged from the hospital. Recently, a chest radiography was taken on the patient and it revealed some shadow; however, the patient appeared to be recovering.

Manufacturer narrative:
It was reported that the device will not be returned for evaluation.